Event description:
This report summarizes: 2 malfunction events. In which the device or cutting accessory fractured. 2 events, had patient involvement. No patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 1 device was not available for evaluation. 1 device was evaluated using data provided by the user or a third party. Additional information 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact.